Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a post market product surveillance registry study regarding a patient who was receiving bupivacaine 7.3mg/ml at 10.2225mg/day and dilaudid (hydromorphone) 250.0 mcg/ml at 350.09 mcg/day via an implantable pump for malignant pain. It was reported the patient possibly experienced intrathecal medication side effects versus disease progression. It was reported the patient experienced an altered mental status, hallucinations, short term memory problems, incoherent speech and drowsiness on (B)(6) 2015. The intrathecal doses were increased 5 weeks prior to report via patient portal. The event was possibly related to the device or therapy. The event was possibly related to the drug (hydromorphone). It was noted the patient received an increase in dose. The event was not related to the implant procedure. No interventions were performed/taken. The patient was not seen in the clinic following this report as she was admitted to a hospice unit and passed prior to requiring a pump refill. The patient's death was captured in a separate event. The outcome was noted to be "unresolved at time of study exit/death/study closure." If additional information is received, a follow-up report will be submitted.